Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged one day post-implant. The lead was successfully repositioned. In march it was reported that the pacing thresholds had increased. No further changes were made to the lead. No additional adverse patient effects were reported.